Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the batteries in the patient's pdm (personal diabetes manager) had to be replaced often, they were lasting about a week. She felt that they contributed to a faulty delivery of insulin causing her child to develop high blood glucose, not able to be controlled with boluses or shots. The patient was taken to the emergency room and diagnosed with high blood sugar levels. She was admitted on june (B)(6) 2018, when she discontinued using the pod/pdm, and discharged on (B)(6) 2018 in the morning. The patient's blood glucose ranged from 300-380mg/dl with high ketones. The patient also experienced leg cramps and belly pain from the high ketones. The mother stated that the pdm had trouble staying on and had to be reset often. Treatment included insulin shots, blood glucose monitoring, regular blood work, and IV fluids to flush out ketones. Additionally, the doctor's changed the her insulin-to-carbohydrate ratio from 1:12g/carb to 1:10g/carb.